Event description:
Vamp plus (venous arterial blood management protection) (needless-closed blood sampling system) is connected to arterial catheter. One of the tubing sections came apart during pt monitoring. Nurse was present - immediately closed off system so blood loss was minimal. Could have been large amount of blood loss in a minute.